Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited non-sustained right ventricular oversensing via merlin transmission, which was due to external interference. Programming change was discussed but has not yet been made. The patient experienced low heart rate with no symptoms.